Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a massive stroke causing right hemiparesis. The patient experienced a decrease in flow, an increase in pulse pressures and was reported to be hemodynamically unstable at the time of the event. It was also reported that the patient received an occasional red heart alarm as well as a low flow alarm.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.